Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 180 mg/dl at the time of incident. The customer inserted a new battery and cleaned the battery cap but the insulin pump did not turn on. Troubleshooting was performed but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.